Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was admitted to the emergency room yesterday for a blood glucose (bg) of 800 with diabetic ketoacidosis. The reporter stated that the battery cap was missing from the pump so the pump shut off. Customer support (cs) also spoke to the patient and the patient stated that they were unaware that the battery cap was missing and believed that they changed the battery and may not have tightened cap. The patient reported that the new cap is secure. The patient denied damage to the battery compartment. The reason for the adverse event has been attributed to use error (missing battery cap).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (missing battery cap). Serial number of the pump: (B)(4).